Event description:
It has been reported that device data card would not download info recorded during device deployment. No associated report of an adverse incident.

Manufacturer narrative:
(B)(4). Device eval pending. Issue reported due to associated with device deployment. Date of manufacture: 04/2011.